Event description:
It was reported that 245 days after a coronary artery drug eluting stenting procedure, the patient expired. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged 3 days later on plavix and aspirin. Two hundred and forty-five days after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician, the cause of death was candida and the target vessel was not involved.